Event description:
It was reported that the right atrial lead had high and fluctuating thresholds. Also the lead had a history of noise and oversensing. The lead was capped and replaced. No patient complicaitons have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.